Event description:
It was reported that the patients device was non-functional. No device malfunction was suspected. All components were explanted and discarded. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216700; model: sc-8216-70; serial: (B)(4); batch: (B)(4).